Event description:
Rlq (right lower quadrant) renal transplant biopsy, two biopsy devices failed on first passes. No coaxial system was used. A new 18ga x 15cm device collected adequate tissue. Four passes total.